Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2011 chief complaint: pelvic pain. Patient reports insomnia, psychotic thoughts, but no self harm thoughts, as well as strange dreams, and overall has been feeling very uncomfortable. Pt also has some baseline history of anxiety and he is concerned that pt might be developing multiple sclerosis as pt has been having problems with his bowels and has had some constipation issues and has not been able to have a normal bowel movement in about a month's time and required stimulants in order to facilitate bowel movements. Pt is overall is fairly frustrated. Pt feels like pt is at the end of rope. Pt has difficulty maintaining business or home life due to illness. On (B)(6) 2011 patient called and complained of leg swelling (B)(6) 2011 chief complaint: chest pain the patient comes in because still having a lot of trouble with bladder. He is now contemplating having a partial colectomy or colectomy with some diversion of ileum into the rectal area. Pt has also been having chest pain with soreness across chest. This lasted for 20 hours and it is just easing up now. Pt is well aware that pt has a lot of anxiety. On (B)(6) 2011 the patient's test shows normal anal canal length with high normal measurements for anal resting and squeeze pressures. Rectal sensation is just in the low range of normal for first sense and for urge to defecate, and is essentially normal at maximum tolerated volume. (B)(6) 2011 (B)(6) the patient is in for followup inability to urinate. Pt had a catheter put in. They put in a 16 which was tremendously painful and traumatic for patient. Replaced the catheter with a 14. On (B)(6) 2011 rad l-spine ap lateral w/spot three views of the lumbar sacral spine are evaluated. Posterior fusion has been performed from l5- 51. Slight under anterior displacement of l5 vertebral body on s1 persists. Marked disk space narrowing is present at l5-s1 with intervertebral disk spacer present. Calcification is present in the remaining intervertebral disk. The remaining vertebral bodies are normal in configuration and alignment and the remaining intervertebral the spaces are well preserved. Posterior articulations are normal. Death: (B)(6) 2012 ¿(pt) took life on (B)(6) 2012 because (pt) could no longer endure the intractable pain and suffering inflicted upon (pt) by infuse which was used in spinal surgery 14 months prior. (Pt) had at that point worn a catheter for 14 months, lost all of (pt) urinary function, most of (pt's) bowel function and was in constant agony and unable to sleep for days at a time.¿